Event description:
A delivery delay with a replacement adc device was reported. A battery/no power issue was reported with the adc device. Due to delivery delay, customer was unable to test and experienced vomiting, requiring treatment of a insulin via healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The power adapter and usb/charging cable has been returned and investigated. Visual inspection was performed for the power adapter and no issues were observed. Load tester was used to test returned power adapter. Power adapter passed testing . Visual inspection has been performed for the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. A battery/no power issue was reported with the adc device. Due to delivery delay, customer was unable to test and experienced vomiting, requiring treatment of a insulin via healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. The reader did power on with pressing the start button. However reader does turn off when moved. This issue is therefore not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. A battery/no power issue was reported with the adc device. Due to delivery delay, customer was unable to test and experienced vomiting, requiring treatment of a insulin via healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.